Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing and was found to be perpetually rebooting. The receiver functional testing and manual try-it testing was attempted but could not be performed due to receiver being perpetually rebooting. The receiver case was opened, the u1 pcba was detached to download the receiver logs. The receiver log was reviewed, finding no errors related to the complaint. An internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The reported event of an intermittent vibration was undetermined. A probable cause could not be determined.